Event description:
It was reported that after a fall the patient's ipg incision opened. Surgical intervention was undertaken on (B)(6) 2023 to close the wound. Follow up indicates the patient is doing well postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.